Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to resume ilet pump use after several days powered off and observed the device would not charge beyond 66% despite a solid green indicator on the charging pad and an animated battery bar; after a restart and additional charging, the battery reached 83%, consistent with a reported battery performance concern involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, despite the initial report of premature battery discharge related to the battery component. It was concluded, based on previously established findings for similar reports, that no problem was detected.